Manufacturer narrative:
Since the sample is unavailable and the review of the batch history records, and retain samples did not detect any non-conformity, we are unable to justify the complaint. The burst of the balloons could be user-related (for example due to over-inflation, or pulling).

Event description:
Defect : balloon of foley catheter burst. Customer information: "in one patient, the balloon catheter burst several times. This patient is given the medication rifampicin (bactericidal antibiotic). Since they have no other problems with this product, the question is, whether the bursting of the balloon is related to the medication administered." Sample(s): no. Picture(s): no.